Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted the sleeve of the tip was disengaged. One partially applied 5dpt single use loading unit(sulu) with proper timing was received. Three 8dpt sulus with a full complement of tacks, proper timing, and the shipping wedge attached were received. Microscopic inspection of the sulus noted scratches on the inner tube of each one, indicating that they were improperly loaded onto the device by the user. Due to the sleeve tip disengagement, the sulus could not be loaded onto the device for functional testing. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The root cause of the observed disengaged tip sleeve condition was determined to be a result of a manufacturing activity. Pressure applied to the distal sleeve afte r the welding process can deform the lances and cause the sleeve to dislodge. A process improvement has been initiated to prevent this condition from recurring. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic ventral hernia repair, the surgeon attempted to load multiple tack cartridges onto the handle, but the pins in the shaft would not hold the tack loads onto the shaft. The product was not used in patient. The new device was opened to complete the case.